Event description:
Technician reported that the head section could be raised but not lowered. He found that stretcher in the mid height position.

Manufacturer narrative:
Technician reported that the gas springs were bent causing this issue. He did not know the gas springs got bent. Technician replaced the gas springs and the head section functioned properly. The stretcher was found out of service in the basement and there were no alleged injuries.